Event description:
Ethicon linear cutter would not fire. It also made a "clicking" noise when attempting to fire. Three other cutters were opened and also failed. The fourth cutter functioned properly and the procedure proceeded without further problems.